Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger from non-reverse ratchet jams, jaw broken. The soft switch was loose and the bearings were extremely damaged due to improper maintenance. Evidence was found the device was washed or oiled. The device was repaired and returned to the customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the device does not work. This is report 1 of 1 for #(B)(4).